Event description:
It was reported that the ventilator did not pass pre-use check. There was no patient involvement. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. The ventilator did not pass pre-use check. According to the field service engineer, a broken valve is detected at the inlet of air. The maintenance kit and the broken valve were replaced. After replacement the tests are carried out according to the functional specifications. The equipment remains operational. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).